Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that when the patient would try to turn her device on, it would start and turn on, but then it would immediately turn off. The patient would try again to turn the device on. Then it would turn off right away. During the call, the patient was with the hcp and when the device was turned on the patient experienced shocking sensations. Impedance measurements were not taken and the caller did not have access to a clinician programmer. Troubleshooting was limited with only the patient programmer and instructions were given to turn the implantable neurostimulator (ins) on. This issue occurred suddenly. The ins turning on and then off immediately occurred the day prior to the report and the shocking occurred on the day of the report. Later, the consumer reported the patient was in a lot of pain and used her stimulator a lost. The patient did not know what was wrong with her stimulator. The patient had a follow-up with the hcp on (B)(6) 2016. Relevant medical history included spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 74001, lot# n269184, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: adapter. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2016, product type: extension. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the patient. It was reported that the patient's device was explanted in (B)(6) 2016 because of it having stopped working in (B)(6) 2016.